Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer had failed. As per reporter the drawer was not responding to recovery and when they opened the back panel a spark flashed at the blue plug connector. The plug was not seated or locked correctly. The board now does not light up. Suspect fried main board on drawer. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer observed that when the customer attempted to recover storage space, drawers 2.1 and 2.2 had all cubies failed. The customer performed an inventory check on every pocket of both drawers. The t board was replaced due to the old one shorting out to resolve the issue. The system functioned as intended after the field service engineer completed the troubleshooting.